Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2. E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced ten infusion sets insulin flow blocked alarm events on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005949, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005949 was manufactured according to the work instruction (wi) version 78 in the multivac 12, on 09/mar/2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4b05516 was manufactured according to the wi version 27 and assembled in the quickset line, on 09-mar-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4b05519 was manufactured according to the wi version 27 and assembled in the quickset line, on 09-mar-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4b05496 was manufactured according to the wi version 41 and manufactured in the line l4-l8, on 08-mar-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4c01833 was manufactured according to the wi version 41 and manufactured in the line l8, on 09-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.